Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during tavr with a 26 mm sapien 3 valve in the aortic position via transapical approach, the balloon of the certitude delivery system burst.  There was no extra volume used. The valve was implanted successfully with no consequence to the patient. Upon removal of the delivery system, it was observed that the balloon burst horizontally in the middle of the balloon length. As per medical opinion, it may be due to some calcium at the annulus of the aortic valve.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure.  There was a kink on the delivery system distal to the loader hub due to packaging.  Visual inspection was performed and the following was observed: longitudinal and radial balloon burst confirmed; no other abnormalities observed.  Dimensional analysis was performed and the single wall thickness of the inflation balloon near the balloon burst was measured and met specifications. The complaint for balloon burst was confirmed, but no manufacturing nonconformities were found in the returned sample. A review of available information did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Since no manufacturing non-conformities were identified in the evaluation, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Additionally, since the complaint occurrence rate did not exceed the control limit for the applicable trend category, a product risk assessment (pra) escalation is not required.